Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses are required before the up arrow button will engage. Observed damage to the keypad-the keypad cover is torn and peeling above the up arrow button exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the battery compartment has a crack at the opening of the battery chamber. Observed the bolus button has a hole in it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up button required several presses to activate the desired pump functions and now it does not respond. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.